Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d10. A getinge field service engineer (fse) evaluated the iabp. Fse checked event log and connection cable of display and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) monitor can not function well. The display was abnormal. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.